Manufacturer narrative:
The insulin pump passed all functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 500mg/dl and 600mg/dl. The customer had symptoms such as dryness and treated with syringes of insulin and insulin pump. Customer's blood glucose value was 481mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6)2017. Customer agreed to troubleshoot for high readings. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. Customer stated insulin pump had damage. Troubleshooting for damage found sticker is missing from end of pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional's instructions. The insulin pump was returned for analysis.